Event description:
Patient undergoing repair of ascending aorta, mini cor-knot used for the konnect valve. Cor-knot device loaded and tightened on valve sutures and the device is not cutting. Tried multiple times, declared product malfunction by surgeon. Product malfunction report done, product with packaging sent to supplies, charge nurse aware.